Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections. There are no other devices associated with this event. The suction is now available in the cleaning room of the facility. The endoscopic retrograde cholangiopancreatography (ercp) scopes are being suctioned during manual cleaning. An adenosine triphosphate (atp) test is performed on each duodenoscope after manual cleaning. There are no reported cases of infection for this event.

Manufacturer narrative:
The device is not returned. As such an actual device evaluation is not performed. Evaluation is done by historical records and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections. The device history record review confirmed that device conformed to specifications at the time of shipping. The device has not been repaired in the last year. An in-service was performed by the endoscopy support specialist (ess) which included all cleaning, disinfection, and sterilization information contained in the olympus manual was conducted. It also covered care and handling, storage, leaking scope information and repair reduction tips. Nonconformity of the device was not confirmed at in-service by ess. Since the suggested event was regarding the user¿s reprocessing method, it was unlikely due to nonconformity of the device. It is likely that insufficient training for staff on device handling and reprocessing in accordance with instructions for use (IFU) is the cause of the suggested event. The IFU includes the following statements: since IFU (reprocessing manual) instructs to suction during manual cleaning in the following item, the event was preventable. 5.4 manually cleaning the endoscope and accessories: aspirate detergent solution through the instrument channel and the suction channel.

Manufacturer narrative:
Subsequently, two days after the reported issue, an in-service was performed at the facility by the olympus endoscopy support specialist (ess). In-service included all cleaning, disinfection, and sterilization information contained in the olympus manual. It also, covered care and handling, storage, leaking scope information and repair reduction tips. Post in-service, staff provided a return demonstration with no deviation from the olympus tjf-q180v reproccessing manual. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
While on site for a pre-contract inspection, the olympus endoscopy support specialist (ess) was informed by the facility staff that suction is not available in the cleaning room and endoscopic retrograde cholangiopancreatography (ercp) scopes are not suctioned during manual cleaning. There is no reported harm to any patient. The device has passed the adenosine triphosphate (atp) test, despite not being suctioned. Olympus endoscopy support specialist (ess) discussed the olympus reprocessing manual suction requirements with staff and the importance of following the instructions contained in the olympus reprocessing manual for the device.